Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed. The premature battery depletion allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. At this time, the device was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. At this time, the device was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.